Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. It is not known what relationship the advanta v12 has to the reported adverse events.

Event description:
Article received: dias, b. E. (2015). Subclavian vein stent fracture treated using the stent within a stent technique. Journal of vascular access, pp. E6-e7. Purpose: letter to the editor. Method: a case study. Per the article a product malfunction included: type iii stent fracture requiring intervention.